Event description:
This event is reported in an abundance of caution. This is one of three surgical procedures wherein it was noted that wound dehiscence occurred sometimes causing infection and necessity to re-admit for surgical correction. The quality (or lack of quality) of the sutures were in question and have been removed from surgical supplies.